Event description:
It was reported that when the catheter was attempted to be inserted into the stem of the catheter connector, the connection was loose. Therefore, the catheter was cut little by little in 3 times, but there was no improvement. The procedure was completed by using another catheter connector. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a loose connection between a proximal connector piece and a catheter is inconclusive due to the state of the returned sample. One 4 fr proximal groshong nxt connector piece was returned for evaluation. An initial visual observation showed the connector piece was returned without any catheter segments or the distal connector piece. A microscopic observation revealed some use residue on the returned sample. No damage was observed on the returned sample. The outer diameter of the metal cannula/stem of the proximal connector piece was measure and was found to be within specification. An attempt was made to connect the returned proximal connector piece with a non-complainant distal connector piece. An audible click was heard when the connector pieces were assembled and the connection was found to be firm. The connection between the proximal connector piece and the catheter could not be confirmed without the return of the alleged catheter. The cannula/stem of the returned proximal connector piece was found to be within specification and no issues were found during testing of the connection with a non-complainant catheter and distal connector piece. Therefore, this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when the catheter was attempted to be inserted into the stem of the catheter connector, the connection was loose. Therefore, the catheter was cut little by little in 3 times, but there was no improvement. The procedure was completed by using another catheter connector. There was no reported patient injury. No other information was provided.